Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystoscopy, and voiding dysfunction and mesh was implanted. It was reported that after implantation, the patient experienced pain, erosion, extrusion, recurrence and urinary/bowel problems. It was also reported that the patient underwent revision on (B)(6) 2012 due to pain and prolapse. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation on (B)(6) 2010 in order to treat stress urinary incontinence and cystocele. It was reported that the patient underwent combined anterior and posterior colporrhaphy with enterocele repair and complete vaginectomy with cystourethroscopy on (B)(6) 2013 for vaginal prolapse and overactive bladder. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, frequency and burning on urination.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy and transvaginal lysis and removal of portion of suburethral sling on (B)(6) 2015 by (B)(6) due to vaginal pain and bladder outlet obstruction secondary to transvaginal tape suburethral sling and colpocleisis.

Event description:
Details: it was reported that the patient underwent cystoscopy and transvaginal lysis and removal of portion of suburethral sling on (B)(6) 2015 by (B)(6) due to vaginal pain and bladder outlet obstruction secondary to transvaginal tape suburethral sling and colpocleisis.